Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
Heartsine was notified by the therapeutic goods administration (tga) of australia that an incident reported was submitted by a customer. The customer reported that the device "did not work" during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
Heartsine was notified by the therapeutic goods administration (tga) of australia that an incident reported was submitted by a customer. The customer reported that the device "did not work" during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Notified of a complaint from a healthcare professional/user by the therapeutic goods administration (tga) of australia, therefore no further information related to the event will be available. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.